Manufacturer narrative:
This supplemental report is being submitted to provide additional information. This repair order was cancelled since the device was no malfunction. The device was returned to the customer. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined since no defect was found. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use of laparoscopic surgery, the e117 which indicated that the subject device malfunctioned occurred when starting up the subject device. The user replaced the subject device to another device and completed the procedure. The patient was not under anesthesia and the procedure was not delayed more than 15 minutes. There was no report of patient injury associated with the event.